Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the pump's black box data indicated that the user received a call service 052/054 alarm following battery replacement. The pump was run on a 24 hour basal program using the returned battery cap with no loss of power or call service alarms occuring. Moisture damage was found internally on the printed circuit board. The pump's casing was cracked between the case seal and the keypad.